Event description:
The customer reported having an urgent care visit due to high blood glucose of 315mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found several alarms. The customer stated that the drive support cap appears normal. The customer declined to troubleshoot the functionality of the insulin pump, and she does not feel anything is wrong with the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.